Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) biomed called in regards to a possible pressure cable issue. When places on patient no arterial waveform could be obtained, the catheter was non fiberoptic. The pump was switched out for another and was successful.

Manufacturer narrative:
Corrected fields: h6(health effect ¿ clinical code, health effect ¿ impact codes) additional information: event site postal code: 83814, event site state: (B)(6). Additional information was requested from the fse with regard to the repair and status of the iabp. The customer reported that no repair was required, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.